Manufacturer narrative:
Block g2: literature source. Journal article: kim, kook & kim, sung & kim, tae. (2020). Needle fracture, a rare endoscopic ultrasound-guided fine needle aspiration complication and why?. Clinical endoscopy. 54. 10.5946/ce.2020.128. Block h2: additional information block a2 (patient age), a3 (patient sex), b5 (event description), g2 (report source) and h6 (impact codes) have been updated based on the additional information received on february 8, 2024. Block h6: device code 2907 captures the reportable event of needle detached. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an expect slimline 22g eus needle was used in the pancreas during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the needle was removed from the scope, after the third sample was taken. When the needle was outside of the scope, it was noticed that the distal tip of the needle was broken. The needle was reported broken approximately 5 cm from the distal tip. Nothing reportedly detached inside of the patient. The procedure was completed with another expect slimline needle. There were no patient complications reported as a result of this event. Additional information received on february 8, 2024. Boston scientific corporation became aware of an article in which an event, previously assessed, is reported. The event is being highlighted once again through the article: "needle fracture, a rare endoscopic ultrasound-guided fine-needle aspiration complication and why?." Clinical endoscopy (2021). By kim et al. Per the article, the expect needle was used to acquire tissue in the duodenum, not the pancreas. During the third pass, the endoscope suddenly pushed back into the stomach and the needle tip wedged in the duodenal mass. The needle was slipped back into the sheath with a forceful pull and without any complications. A fragment of the detached needle dropped into the saline tube when the aspirated sample was being removed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an expect slimline 22g eus needle was used in the pancreas during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the needle was removed from the scope, after the third sample was taken. When the needle was outside of the scope, it was noticed that the distal tip of the needle was broken. The needle was reported broken approximately 5 cm from the distal tip. Nothing reportedly detached inside of the patient. The procedure was completed with another expect slimline needle. There were no patient complications reported as a result of this event.